Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil had migrated") and pregnancy with contraceptive device ("intrauterine pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe back pain"), migraine ("migraines"), headache ("headaches"), depression ("depression") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a mini laparotomy, bilateral salpingectomy and bilateral wedge section of her essure coils.) Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, back pain, migraine, headache and procedural pain was resolving and the depression had not resolved. The pregnancy outcome was reported as therapeutic abortion. The reporter considered back pain, depression, device dislocation, headache, migraine, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms. On (B)(6) 2016 patient sought medical treatment for abdominal pain. She continues to suffer from depression related to her unexpected pregnancy and subsequent therapeutic abortion as a result of her essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil had migrated/migration of implant /migration of essure device location of device"), pregnancy with contraceptive device ("intrauterine pregnancy"), device breakage ("fracturing of the implant"), perforation ("perforation of organs") and gestational diabetes ("gestational diabetes") in a 36-year-old female patient who had essure (batch no. R-b82475,l-b60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included contraception on (B)(6) 2014, headache on (B)(6) 2013, diabetes in pregnancy on (B)(6) 2013, high risk pregnancy on (B)(6) 2013, depressive disorder on (B)(6) 2013 and hypothyroidism on (B)(6) 2012. On (B)(6) 2016 grief at loss of child hsg results: she states the symptoms are chronic. 36 year old female doing well no complaint. Pertinent negatives include locking and swelling. Previously administered products included for an unreported indication: levothyroxine.. Concurrent conditions included anxiety since (B)(6) 2016, obesity, gerd, cholelithiasis, cellulitis, thyroid disorder, constipation, hematuria, vomiting, dysuria, chills, fever, hemorrhoids, acid reflux (esophageal), urinary tract infection, postpartum depression, nausea, prediabetes, muscle weakness, nervousness, heart rate high, dysphagia, enlarged thyroid, insomnia, weight gain, palpitations, joint pain (joint pain: location: right buttock ,the pain radiates to the right calf. The pain is aching. Context: there is no injury. The pain is aggravated by walking and standing.), numbness, weakness, limping and musculoskeletal pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("severe back pain") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("anxiety / psychological or psychiatric problem-condition-anxiety"). On (B)(6) 2014, 4 months 14 days after insertion of essure, the patient experienced urinary tract infection ("urinary infection"). In (B)(6) 2014, the patient experienced the first episode of depression ("depression / psychological or psychiatric problems-condition-depression"). On (B)(6) 2015, the patient experienced the second episode of depression ("depression / psychological or psychiatric problem-condition-depression"). In may 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst") and abortion induced ("therapeutic abortion"). On (B)(6) 2016, the patient underwent ovarian cyst ("ovarian cyst") and abortion induced ("therapeutic abortion"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, migraine ("migraines/migraines /headaches"), headache ("headaches/migraines /headaches"), procedural pain ("painful post-operative recovery"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypothyroidism ("hypothyroidism") and gestational diabetes (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, hydrocodone, midrid (midrin), ibuprofen, vitamin b, paracetamol (tylenol es), codeine, naproxen sodium (aleve), surgery (underwent a mini laparotomy,bilateral salpingectomy and bilateral wedge section of her essure coils.), surgery (underwent a mini laparotomy,bilateral salpingectomy and bilateral wedge section of her essure coils.), surgery (to remove essure implant) and surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, migraine, headache and procedural pain was resolving, the device breakage, perforation, anxiety, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, ovarian cyst, gestational diabetes and abortion induced outcome was unknown, the back pain and urinary tract infection had resolved and the last episode of depression and hypothyroidism had not resolved. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abortion induced, anxiety, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gestational diabetes, headache, hypothyroidism, migraine, ovarian cyst, perforation, pregnancy with contraceptive device, procedural pain, urinary tract disorder, urinary tract infection, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: patient sought medical attention for her symptoms. On (B)(6) 2016 patient sought medical treatment for abdominal pain. She continues to suffer from depression related to her unexpected pregnancy and subsequent therapeutic abortion as a result of her essure coils. Patient had need for additional surgery. Migration of essure device location of device: essure coil appeared to have migrated in the left cornua to a subserosa1 region and in the left proximal fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: bilateral occlusion of both fallopian tubes on an unknown date in (B)(6) 2016, urinalysis blood-traced, urinalysis blood-small leukocytes-high wbc 21-50, rbc 6-20, epithelial occasional, urine culture 100,000 cfu/ml. Eschericha coli. (B)(6) 2016, patient learned about pregnancy by physician visit and urine test. On (B)(6) 2016, pelvic ultrasound shows: impression: vascular flow seen within the ovaries bilaterally. Follicular cysts bilaterally, suspect essure clips bilaterally. A 5 mm rounded echogenic. Structure adjacent to the endometrium in the right uterus that is nonvascular. The etiology was uncertain. If clinically indicated, a follow up CT or MRI with contrast of the pelvis may be of benefit for further evaluation. Lot number: b82475, manufacturing date: 2013/10/15, expiration date: 2016/10/31. Lot number: b60746, manufacturing date: 2013/08/31, expiration date: 2016/08/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("left essure coil had migrated/migration of implant /migration of essure device location of device/ migration of essure device location of device: uterus"), pregnancy with contraceptive device ("intrauterine pregnancy"), device breakage ("fracturing of the implant"), perforation ("perforation of organs") and gestational diabetes ("gestational diabetes") in a 36-year-old female patient who had essure (batch no. R-b82475,l-b60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included contraception on (B)(6) 2014, headache on (B)(6) 2013, diabetes in pregnancy on (B)(6) 2013, high risk pregnancy on (B)(6) 2013, depressive disorder on (B)(6) 2013 and hypothyroidism on (B)(6) 2012. On (B)(6) 2016 grief at loss of child hsg results: she states the symptoms are chronic. 36 year old female doing well no complaint. Pertinent negatives include locking and swelling. Previously administered products included for an unreported indication: levothyroxine.. Concurrent conditions included anxiety since (B)(6) 2016, obesity, gerd, cholelithiasis, cellulitis, thyroid disorder, constipation, hematuria, vomiting, dysuria, chills, fever, hemorrhoids, acid reflux (esophageal), urinary tract infection, postpartum depression, nausea, prediabetes, muscle weakness, nervousness, heart rate high, dysphagia, enlarged thyroid, insomnia, weight gain, palpitations, joint pain (joint pain: location: right buttock ,the pain radiates to the right calf. The pain is aching. Context: there is no injury. The pain is aggravated by walking and standing.), numbness, weakness, limping and musculoskeletal pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("severe back pain") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("anxiety / psychological or psychiatric problem-condition-anxiety"). On (B)(6) 2014, 4 months 14 days after insertion of essure, the patient experienced urinary tract infection ("urinary infection"). In (B)(6) 2014, the patient experienced the first episode of depression ("depression / psychological or psychiatric problems-condition-depression"). On (B)(6) 2015, the patient experienced the second episode of depression ("depression / psychological or psychiatric problem-condition-depression"). In (B)(6) 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst") and abortion induced ("therapeutic abortion"). On (B)(6) 2016, the patient underwent ovarian cyst ("ovarian cyst") and abortion induced ("therapeutic abortion"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, migraine ("migraines/migraines /headaches"), headache ("headaches/migraines /headaches"), procedural pain ("painful post-operative recovery"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypothyroidism ("hypothyroidism") and gestational diabetes (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, hydrocodone, midrid (midrin), ibuprofen, vitamin b, paracetamol (tylenol es), codeine, naproxen sodium (aleve), surgery (underwent a mini laparotomy,bilateral salpingectomy and bilateral wedge section of her essure coils.), surgery (underwent a mini laparotomy,bilateral salpingectomy and bilateral wedge section of her essure coils.), surgery (to remove essure implant) and surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, migraine, headache and procedural pain was resolving, the device breakage, perforation, anxiety, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, ovarian cyst, gestational diabetes and abortion induced outcome was unknown, the back pain and urinary tract infection had resolved and the last episode of depression and hypothyroidism had not resolved. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abortion induced, anxiety, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gestational diabetes, headache, hypothyroidism, migraine, ovarian cyst, perforation, pregnancy with contraceptive device, procedural pain, urinary tract disorder, urinary tract infection, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: patient sought medical attention for her symptoms. On (B)(6) 2016 patient sought medical treatment for abdominal pain. She continues to suffer from depression related to her unexpected pregnancy and subsequent therapeutic abortion as a result of her essure coils. Patient had need for additional surgery. Migration of essure device location of device: essure coil appeared to have migrated in the left cornua to a subserosa 1 region and in the left proximal fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral occlusion of both fallopian tubes on an unknown date in (B)(6) 2016, urinalysis blood-traced, urinalysis blood-small leukocytes-high wbc 21-50, rbc 6-20, epithelial occasional, urine culture 100,000 cfu/ml. Eschericha coli. (B)(6) 2016, patient learned about pregnancy by physician visit and urine test. On (B)(6) 2016, pelvic ultrasound shows :impression: 1. Vascular flow seen within the ovaries bilaterally. 2. Follicular cysts bilaterally, 3. Suspect essure clips bilaterally. 4. A 5 mm rounded echogenic. Structure adjacent to the endometrium in the right uterus that is nonvascular. The etiology was uncertain. If clinically indicated, a follow up CT or MRI with contrast of the pelvis may be of benefit for further evaluation. Lot number: b82475 manufacturing date: 2013/10/15, expiration date: 2016/10/31. Lot number: b60746 manufacturing date: 2013/08/31, expiration date: 2016/08/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet-event device dislocation was changed to device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left essure coil had migrated/migration of implant /migration of essure device location of device/ migration of essure device location of device: uterus'), pregnancy with contraceptive device ('intrauterine pregnancy'), device breakage ('fracturing of the implant'), perforation ('perforation of organs') and gestational diabetes ('gestational diabetes') in a 36-year-old female patient who had essure (batch no. R-b82475,l-b60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included contraception on (B)(6) 2014, diabetes in pregnancy on (B)(6) 2013, high risk pregnancy on (B)(6) 2013, headache on (B)(6) 2013, depressive disorder on (B)(6) 2013, hypothyroidism on (B)(6) 2012, abdominal pain, left lower quadrant pain and vaginal bleeding. On (B)(6) 2016 grief at loss of child hsg results: she states the symptoms are chronic. 36 year old female doing well no complaint. Pertinent negatives include locking and swelling. On an unknown date in (B)(6) -2016, urinalysis blood-traced, urinalysis blood-small leukocytes-high wbc 21-50, rbc 6-20, epithelial occasional, urine culture 100,000 cfu/ml. Eschericha coli. (B)(6) 2016, patient learned about pregnancy by physician visit and urine test. On (B)(6) 2016, pelvic ultrasound shows :impression: 1. Vascular flow seen within the ovaries bilaterally. 2. Follicular cysts bilaterally, 3. Suspect essure clips bilaterally. 4. A 5 mm rounded echogenic structure adjacent to the endometrium in the right uterus that is nonvascular. The etiology was uncertain. If clinically indicated, a follow up CT or MRI with contrast of the pelvis may be of benefit for further evaluation. On (B)(6) 2016 pathology reports: specimen: left fallopian tube right fallopian tube gross description: the coil extends 1.1cm from the nonfimbricated end. Of 'tube. The coils unraveled and embedded within: the soft tissue in this area. The fallopian tube is serially sectioned to reveal a tan lumen, the portion of fallopian tube without coil measures 8.0 cm length. The coil photographs are taken representative section are submitted are submitted as follows the coil extends 1.1, cm into the proximal fallopian tube. Previously administered products included for an unreported indication: levothyroxine.. Concurrent conditions included anxiety since (B)(6) 2016, obesity, gerd, cholelithiasis, cellulitis, thyroid disorder, constipation, hematuria, vomiting, dysuria, chills, fever, hemorrhoids, acid reflux (esophageal), urinary tract infection, postpartum depression, nausea, prediabetes, muscle weakness, nervousness, heart rate high, dysphagia, enlarged thyroid, insomnia, weight gain, palpitations, joint pain (joint pain: location: right buttock ,the pain radiates to the right calf. The pain is aching. Context: there is no injury. The pain is aggravated by walking and standing.), numbness, weakness, limping, musculoskeletal pain, frequency urinary, nausea and tiredness. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("severe back pain") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("anxiety / psychological or psychiatric problem-condition-anxiety"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary infection"), 4 months 14 days after insertion of essure. In (B)(6) 2014, the patient experienced the first episode of depression ("depression / psychological or psychiatric problems-condition-depression"). On (B)(6) 2015, the patient experienced the second episode of depression ("depression / psychological or psychiatric problem-condition-depression"). In (B)(6) 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst") and underwent abortion induced ("therapeutic abortion"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, migraine ("migraines/migraines /headaches"), headache ("headaches/migraines /headaches"), procedural pain ("painful post-operative recovery"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypothyroidism ("hypothyroidism"), gestational diabetes (seriousness criterion medically significant), abdominal distension ("bloating") and nausea ("nausea"). The patient was treated with antibiotics, codeine, hydrocodone, ibuprofen, midrid (midrin), naproxen sodium (aleve), paracetamol, vitamin b complex (vitamin b) and surgery (to remove essure implant and underwent a mini laparotomy,bilateral salpingectomy and bilateral wedge section of her essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, migraine, headache and procedural pain was resolving, the device breakage, perforation, anxiety, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, ovarian cyst, gestational diabetes, abortion induced, abdominal distension and nausea outcome was unknown, the back pain and urinary tract infection had resolved and the last episode of depression and hypothyroidism had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abdominal distension, abortion induced, anxiety, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gestational diabetes, headache, hypothyroidism, migraine, nausea, ovarian cyst, perforation, pregnancy with contraceptive device, procedural pain, urinary tract disorder, urinary tract infection, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: patient sought medical attention for her symptoms. On (B)(6) 2016 patient sought medical treatment for abdominal pain. She continues to suffer from depression related to her unexpected pregnancy and subsequent therapeutic abortion as a result of her essure coils. Patient had need for additional surgery. Migration of essure device location of device: essure coil appeared to have migrated in the left cornua to a subserosa region and in the left proximal fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2014: results: bilateral occlusion of both fallopian tubes. Lot number: b82475 manufacturing date: 2013/10/15 expiration date: 2016/10/31. Lot number: b60746 manufacturing date: 2013/08/31 expiration date: 2016/08/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received: events: bloating and nausea were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil had migrated/migration of implant"), pregnancy with contraceptive device ("intrauterine pregnancy"), device breakage ("fracturing of the implant") and perforation ("perforation of organs") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, back pain ("severe back pain"), migraine ("migraines"), headache ("headaches"), depression ("depression") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a mini laparotomy,bilateral salpingectomy and bilateral wedge section of her essure coils.), surgery (to remove essure implant) . Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, back pain, migraine, headache and procedural pain was resolving, the device breakage and perforation outcome was unknown and the depression had not resolved. The pregnancy outcome was reported as therapeutic abortion. The reporter considered back pain, depression, device breakage, device dislocation, headache, migraine, perforation, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms. On (B)(6) 2016 patient sought medical treatment for abdominal pain. She continues to suffer from depression related to her unexpected pregnancy and sebsequent therapeutic abortion as a result of her essure coils. Patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 17-nov-2017: follow up received from summons-events fracturing of the implant and perforation of organs added. Event migration of implant clubbed with earlier event. Pelvic pain was added as symptom of event fracturing of the implant. Essure removal date was updated to (B)(6) 2016. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil had migrated/migration of implant /migration of essure device location of device"), pregnancy with contraceptive device ("intrauterine pregnancy"), device breakage ("fracturing of the implant"), perforation ("perforation of organs") and gestational diabetes ("gestational diabetes") in a 36-year-old female patient who had essure (batch no. R-b82475,l-b60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced back pain ("severe back pain") and fatigue ("fatigue"). In september 2014, the patient experienced anxiety ("anxiety / psychological or psychiatric problemd-condition-anxiety"). On (B)(6) 2014, 4 months 14 days after insertion of essure, the patient experienced urinary tract infection ("urinary infection"). In october 2014, the patient experienced the first episode of depression ("depression / psychological or psychiatric problems-condition-depression"). On (B)(6) 2015, the patient experienced the second episode of depression ("depression / psychological or psychiatric problem-condition-depression"). In may 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). In july 2016, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst") and abortion induced ("therapeutic abortion"). On (B)(6) 2016, the patient underwent ovarian cyst ("ovarian cyst") and abortion induced ("therapeutic abortion"). In november 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, migraine ("migraines/migraines /headaches"), headache ("headaches/migraines /headaches"), procedural pain ("painful post-operative recovery"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypothyroidism ("hypothyroidism") and gestational diabetes (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, hydrocodone, midrid (midrin), ibuprofen, vitamin b, paracetamol (tylenol es), codeine, naproxen sodium (aleve), surgery (underwent a mini laparotomy,bilateral salpingectomy and bilateral wedge section of her essure coils.), and surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, migraine, headache and procedural pain was resolving, the device breakage, perforation, anxiety, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, ovarian cyst, gestational diabetes and abortion induced outcome was unknown, the back pain and urinary tract infection had resolved and the last episode of depression and hypothyroidism had not resolved. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abortion induced, anxiety, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gestational diabetes, headache, hypothyroidism, migraine, ovarian cyst, perforation, pregnancy with contraceptive device, procedural pain, urinary tract disorder, urinary tract infection, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: patient sought medical attention for her symptoms. On sep-2016 patient sought medical treatment for abdominal pain. She continues to suffer from depression related to her unexpected pregnancy and subsequent therapeutic abortion as a result of her essure coils. Patient had need for additional surgery. Migration of essure device location of device: essure coil appeared to have migrated in the left cornua to a subserosa region and in the left proximal fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes. On an unknown date in may-2016, urinalysis blood-traced, urinalysis blood-small leukocytes-high wbc 21-50, rbc 6-20, epithelial occasional, urine culture 100,000 cfu/ml. Eschericha coli. (B)(6) 2016, patient learned about pregnancy by physician visit and urine test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter was added. Patient details, treatment drugs and unstructured relevant tests were added. Urinary infection, anxiety, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, ovarian cyst, hypothyroidism, gestational diabetes, therapeutic abortion and depression / psychological or psychiatric problems-condition-depression were added as events. Essure lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.